Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow out alarm to fail and caused the pump to under infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had damaged hinges. When the pump was returned to mmdg for evaluation, the no flow out alarm did not alarm as expected. It failed to alarm. The pump also under infused and was unable to deliver a complete therapy. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The alarm failure and under infusion were discovered at moog. (B)(4).